Event description:
Boston scientific received information that the patient with this pacemaker presented to the emergency room due to tachycardia. Upon interrogation, it was noted that the device was pacing at the maximum sensor rate due to a suspected accelerometer interaction. The accelerometer was programmed off and a normal pacing rate was observed. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.